Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete the investigation. Review of the black box data revealed activity records from (B)(6) 2014. There was a record of loss of prime warning with an unidentified low force on june 4, 2014. On investigation, the pump was exercised for 24 hours without loss of prime or prime-related issue occurring. Force sensor calibration was within specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the force sensor assembly and traces. There was no evidence of moisture ingress inside the pump. Investigation did not duplicate the alleged issue and the pump was found to be operating within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.